Event description:
It was reported that the patient was in the hospital for ta pulmonary embolism. Upon interrogation, it was noted that the right ventricular (rv) lead alerted for low pacing impedance and high counts of short v-v intervals. Multiple testing was performed resulting in varying pacing impedance, intermittent undersensing, and no capture even at high thresholds. Reprogramming was performed and the lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Fourteen non-sustained tachycardia (nst) and 2 ventricular fibrillation (vf) episodes of <(><<)> 220 ms v-v cycle are recorded on between (B)(6) 2012 and (B)(6) 2013. Nine seven hundred seventy four (9274) lifetime ventricular short interval counts (v-sic) occur since (B)(6) 2011. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Min v-pace impedance drops from an approximate baseline of 350 ohm to <(><<)> 100 ohm the week ending (B)(6) 2013.